Event description:
It was reported that the pt experienced a pump volume discrepancy at the pump medication refill. Under fluoroscopy, the pt's physician removed 18 mls of dilaudid (at a concentration of 25 mg/ml) and fentanyl (at a concentration of 10,000 mcgs/ml) from the pt's pump reservoir, when the expected residual volume was 19.6 ml. The same type of volume discrepancy occurred at the pt's previous pump refill. It was noted that the dosage of dilaudid (the pt's primary medication) in the pt's pump was 5.4 mg/day. The pt experienced signs of overdose shortly after the pump refill. The pt's physician then removed 39 mls of the 40 mls of medication that was infused into the pt's pump. The pump was placed on the minimum dose mode, and the pt was given narcan. The pt remained overnight. The following day, the pump was started at 2.7 mg/day without any further events noted. The pt was "doing fine." No further details were provided at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).